Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to aseptic loosening of the tibial component. A size 3 tibial component, size 3 cr femoral component and 3x9 cs insert were revised to a size 3 universal baseplate with stem, size 3 ts femoral component with 3 augments and stem, and a 3x13 ts insert.